Event description:
The user facility reported to terumo cardiovascular systems that the image on the endoscope was blurry. Three attempts were made to acquire additional event information unsuccessfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).